Event description:
It was reported that a user experienced hyperglycemia after lunch while using the ilet, with a highest recorded blood glucose of 270 mg/dl and elevated levels lasting a couple of hours, and the household elected to discontinue ilet use and transition to manual subcutaneous insulin per healthcare provider concerns following prior liver surgery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of back-up therapy with subcutaneous insulin and no medical intervention or assistance required. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device alerts, no observed infusion set issues, and a cause that remained unclear. It was concluded that the event was related to hyperglycemia with an undetermined cause and that the device was functioning as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.